Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6)2023, where the patient's system was explanted and replaced. Therapy was restored post-op.

Event description:
Related manufacturer reference number: 3006705815-2023-01027. It was reported that after a significant fall, both of the patients leads had migrated. Imaging was done to confirm the issue. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Date of event is estimated.